Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's cuff was not able to balloon. The customer reported that there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: one device was received. The device is used in treatment. A visual inspection was performed and it was observed the cuff presents a cut. An inflation/deflation test was performed and it was observed the cuff deflated immediately. The device does not meet specifications. The failure mode cut in cuff is confirmed. The failure relates to the reported event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.